Event description:
It was reported that a malfunction alarm occurred while the patient was at school with a nurse, and no troubleshooting was carried out at the time. There was no adverse impact to the customer's blood glucose level. The patient planned to call back with their parents for further assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.